Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was not returned for evaluation. The reported event could not be confirmed since the unit was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was very hot when touching it. The patient noticed it over the weekend and still was occurring. Upon inspection, the controller had no alarms or concerns for visual damage. It was recommended that the controller be exchanged and the patient was able to independently exchange the controller. No patient complications have been reported as a result of this event.